Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 28.2 mmol/l, 12.4 mmol/l and 11.7 mmol/l back to back within 10 minutes on the compact plus system. Reporter self-treated with 5 units of humalog based on the last two readings and then ate. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.